Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2014. On (B)(6) 2016 follow up computed tomography (CT) showed a type 3a endoleak. On (B)(6) 2016 the physician elected to reline the graft by implanting two suprarenal aortic extensions. The patient is stable.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 3 endoleak. Additional observations include partial component separation. The clinical assessment was based on no medical records and suboptimal patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device remains implanted and was not returned for further evaluation. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label use, and patient anatomy.